Event description:
Procedure performed: lap chole. Event description: clips would not load. The device was used properly; there was no preloading of clips. Surgeon has used this clip applier for over 6 years. No patient injury. Additional information provided on 01apr2025: [doctor] uses three x 5mm and one 12mm (referring to trocar). Account manager mentioned that [doctor] did what he always does with the clip applier and that it did not load clips once inside the patient. (Account manager) mentioned that the handle did pull back but did not load clips. Account manager confirmed only 1 device malfunction. Intervention: opened a new clip applier. Patient status: no patient injury.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the returned unit. Visual inspection was performed and no relevant non-conformances were observed. However, the complainant¿s experience could not be confirmed or replicated as the remaining clips loaded into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. Correction to h6. Component code.

Event description:
Procedure performed: lap chole event description: clips would not load. The device was used properly; there was no preloading of clips. Surgeon has used this clip applier for over 6 years. No patient injury. Additional information provided on 01apr2025: [doctor] uses three x 5mm and one 12mm (referring to trocar). Account manager mentioned that [doctor] did what he always does with the clip applier and that it did not load clips once inside the patient. (Account manager) mentioned that the handle did pull back but did not load clips. Account manager confirmed only 1 device malfunction. Intervention: opened a new clip applier. Patient status: no patient injury.